Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated that the cgm had been more than 50 points off from the bg meter. He stated the patient was unresponsive and was given juice with 3 dextrose tablets. At the time of contact, the patient was in stable condition. There were no reported glucose values available to search within the parkes error grid calculator. However, this is being reported due to adverse event and/or medical intervention. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.